Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid leaked from where cassette was inserted. The patient was connected during the incident. The patient had received m31 air detected in cassette warning and "notice: draining slowly" message alarms during drain 2 of 5 of treatment. The patient was advised due discontinue use of the cycler and continue use of the cycler the following night. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient contact confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid leaked from where cassette was inserted. The patient was connected during the incident. The patient had received m31 air detected in cassette warning and "notice: draining slowly" message alarms during drain 2 of 5 of treatment. The patient was advised due discontinue use of the cycler and continue use of the cycler the following night. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient contact confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.